Event description:
During a cesarean section, on 8/26/96, the excess body fluid collected in the pouch either ran out of the pouch or leaked under the drape, resulting in strikethrough along the sleeve and cuff area.